Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel. The monitor and electrode belt have not been returned for evaluation. Based on the data available at this time, there is no indication of a device malfunction causing or contributing to the inappropriate treatment. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial (B)(4) (0.69% per patient-month with 90% confidence). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.

Event description:
A patient received two inappropriate shocks. Motion artifact contributed to the false detection. The response buttons were not pressed during the event. The patient did not seek medical attention. No deficiencies were alleged against the device. Upon review there was an injury associated with the treatment. Pt advised that they fell yesterday and hurt their butt because the lv throws off their balance causing them to constantly fall. They also noted that the fall could possibly be due to the treatment but the pt was unsure. No serious injuries reported, just bruised/pain. The medical outcome of the bruise/pain is unknown as follow up attempts were unsuccessful.